Event description:
It was reported that, "it was discovered upon arrival at the hospital that they opened the outer simplex box and reported a strong odor."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.